Event description:
Lead was noted as being nonfunctioning. Thresholds 1.3 v at 1.5 ms and impedance 830. No other deficiencies were noted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection showed approximately 84 cm distal to the is4 connector pin deformations of the lead body and damages of the insulation. It is reasonable to assume that these damages resulted from tensile forces applied during the explantation procedure. In addition, cuts in the insulation were found which most likely occurred during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.